Event description:
A 1852 days post-op, the patient presented for urologic evaluation. Per the physician's notes, "since his initial surgery he's had problems in progressive erectile dysfunction as well as painful ejaculation. He noticed a decreased force in his ejaculate. The pain is both in the penis as well as radiating into his groin and testicles. He additionally is able to get partial erections. He also does have some voiding dysfunction with some hesitancy as well as nocturia 2-3 times per evening. He does have problems with voiding while standing due to pain and has been sitting to void since 2006. In the last 3-4 months he's had an increased frequency of having pulled her urine and fecal incontinence approximately 3-4 times."

Manufacturer narrative:
(B)(4). Review of an MRI of l5-s1 plif taken (B)(6) 2010 shows bone behind left sided interbody device causing l5 root compression and foraminal stenosis. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007: the patient was pre-operatively diagnosed with l5-s1 degenerative disc disease and underwent tr ansforaminal lumbar interbody fusion surgery at l5-s1 in which rhbmp2/acs was sued.

Event description:
It was reported that the patient underwent l5-s1 tlif and posterior fusion using an interbody device, posterior instrumentation, and rhbmp-2/acs, to treat l5-s1 degenerative disc disease. Per the operative notes, the bmp was placed in the disk space, and additionally within the interbody cage. There were no noted complications. 16 days post-op, the patient presented with surgical wound infections and severe pain, radiating down the left leg. An MRI of the lumbar spine was interpreted to indicate a "postoperative fluid collection along the tract of the left l5 laminotomy" the fluid collection has high signal intensity on t2, low signal intensity on t1 and demonstrated peripheral enhancement with no central enhancement to suggest an abscess. Findings are likely due to postoperative seroma, hematoma, or is the effect of accumulation" no loculated fluid collection is evident that would be suspicious for an abscess." 382 days post-op, a CT scan was interpreted to indicate "no significant bone bridging is seen between the vertebral bodies of l5 and s1. Moderate narrowing of the left neural foramina at l5-s1." An MRI indicated "fusion at l5-s1 in good alignment. Resolved fluid collection adjacent to the laminectomy site on the left side. Moderate narrowing of the left neural foramina at l5-s1, most likely due to postsurgical scarring." 433 days post-op, the patient underwent a revision surgery due to non-union of l5-s1. The surgery consisted of an anterior exploration of the fusion, followed by anterior spinal fusion. There were no noted complications.

Manufacturer narrative:
(B)(4).